Event description:
It was reported that the patient's ipg had reached end of life and the patient lost therapy at an unknown time. No further intervention is planned.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.